Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that back when the implant was working and the patient could charge it, the implant battery only lasted 3-4 hours before they had to charge it again. This had been since implant on (B)(6) 2016. It was reported that there was poor communication on the implantable neurostimulator recharger (insr) and patient programmer. The implant was not working. The consumer had attempted several times, but the implant would not charge, had poor coupling with charging, and the insr just showed the reposition antenna screen. The last successful recharge session was in (B)(6) 2017. The patient programmer was not able to communicate but they were unable to put the implant into MRI mode for unrelated medical issues. It was clarified that the inability to communicate with the insr and patient programmer started in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the patient. The patient reported that ¿the guy came in and rebooted it and it¿s burning inside me.¿ the patient reported that he had ¿been doing it for 12 hours¿ but ¿it still shows up as poor.¿ it was confirmed that the patient was referencing poor communication with the recharger. The patient reported that he talked to a manufacturer¿s representative (rep) who told him how to jump start his neurostimulator (ins) and told him to wait an hour. The patient reported that after an hour it ¿still wasn¿t working, so I let it go for another hour¿ then the patient stated he had been doing it for 12 hours, but the recharger was still not connecting with the ins and the ins had begun burning inside him and stated ¿the pain I¿m in is excruciating.¿ the patient reported that the cause of the excruciating pain was because of the burning inside him, but also stated he had a car accident prior to implant which caused compression in his discs. The patient reported that he now had spinal problems and back and neck prob lems. Thepatient reported that ¿I talked to my lawyer and he told me the model number I had when I had it put in 2016 were recalled¿ and stated that may be the reason his equipment wasn¿t working. No further complications were reported.